Event description:
It was reported that during an associated lead revision procedure, the atrial lead exhibited noise. The lead was explanted and replaced at that time. No patient symptoms were reported and the procedure was completed without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please note the correction for reference report number 2017865-2015-01940. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.